Event description:
Sales rep requested we call an eye care professional (ecp). Called ecp, he said a (B)(6)patient (pt) developed 3 peripheral corneal ulcers while wearing acuvue advance plus brand contact lenses. The corneal ulcers were all in the right eye (od), mid-peripheral and at different locations on the cornea. The ecp said he suspected these were infectious corneal ulcers. Note; the ecp instructed the pt to use new solution and lens case after first event. Second event: the pat was seen for an emergency exam on (B)(6) 2014. Pt complained of red, od since awakening that day. Quality: mild, worsening; severity: 5 (10 being worst); duration constant; modifying factors: contact lens, rx drops: signs/symptoms: discomfort, pain: mile. Dva od: 20/25. The ecp noted a new corneal ulcer at 12 o'clock od. The ecp noted od ulcer healed, but still residual scar. Diagnosis per ICD-9-cm 370.01: corneal ulcer, marginal. Treatment: re-start cipro 0.3 percent, 1 drop qid. The pt returned to clinic (rtc) on (B)(6) 2014. Pt's chief complaint (cc): red eye (od). Severity 5. Dva od: 20/25. The ecp noted the corneal ulcer od was 80 percent healed. Plan: continue cipro bid od for 2 weeks. Restart cl wear in one week with drop before insertion and after removal. (B)(6) 2014: the pt rtc for follow-up. The ecp noted the corneal ulcer was 100 percent healed. Plan: continue cipro bid od with one drop before insertion and after removal for 3 days. The ecp said this event was determined to be an infectious corneal ulcer due to the presentation of redness and pain and in his opinion the injury did not look like a non-infectious corneal ulcer. No additional information is expected for this event. The other two events associated with this pt are documented in mdrs 1033553-2014-00055 and 1033553-2014-00057.

Manufacturer narrative:
The product and lot number were requested. The ecp said the product had been discarded. A lot number from a sealed multipack from the same order was available, but it is not known if the lot number was the same as the suspect lens. That lot number is b00grzv. The expiration date is january 11, 2019. The device manufacturing date is february 11, 2013. A DHR review was performed: a lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. There are no other complaints for this lot. Based on all available information, no causal factors can be determined and no conclusion can be drawn. If additional product or medical information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.